Manufacturer narrative:
Other applicable components are: product ID: 37092, product type: accessory.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient was reporting poor communication on patient programmer. She hadn't made any changes with her programmer in a long time but needed to turn her stimulation off for a colonoscopy next week. Patient was not recently implanted or had/revision surgery. She does use an antenna. Confirm antenna was secure and sync with ins (stimulator) and this did not resolve reported issue. Placing the patient programmer directly over ins on skin did not resolved the issue. Event date: (B)(6) 2016 for poor communication with or without antenna. The patient also mentioned having a bad right shoulder and she confirmed it was unrelated to device/therapy. Patient later called back stating her new pp (patient programmer) was still giving her the poor communication when she uses the antenna. Patient service instructed patient to sync without the antenna. Patient was still getting poor communication. Patient services will send out a replacement antenna first and see if it's a bad antenna issue. Patient was getting no telemetry, poor communication screen and she did not try batteries. The patient was reporting that she just received a replacement programmer and her antenna didn't work with it. She did not report return of symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the replacement antenna did not resolve the patient's issues, and that it was verified the implant battery had died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.